Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3. The cause of the placement signal issue cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, the impella 5.5 aortic placement signal was 20¿30 mmhg lower than the arterial line mean arterial pressure reading. Intermittent placement signal low alarms were observed. Imaging was performed, and the mean arterial pressure value on the impella was adjusted to align with the arterial line pressures. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
The investigation is still ongoing.